Manufacturer narrative:
The product was not returned for evaluation. The customer reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer's mother reported her son's blood glucose was reading "high" (greater than 500 mg/dl) so he decided to remove the pod and realized the cannula was out of the infusion site. The pod was worn over 48 hours.